Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer (see section b5) and to provide the results of the legal manufacturer's investigation. The cutting wire was broken. Investigation was carried out to confirm the broken portion. The broken portion was scorched and melted. The end face of the coated portion was broken. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon: length of cutting wire, length of coated portion, and operation of cutting wire. This instruction manual (drawing no. Gk6224, revision no.8) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. However, the exact cause of the problem could not be conclusively identified. 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The coated portion of the cutting wire was not missing. Therefore, it can be inferred that the coated portion was melted due to heat of the cutting wire breakage. That might have caused the end face of the coated portion to break.

Event description:
The following information was provided to olympus from the initiator (customer): the procedure being performed was an endoscopic retrograde cholangiopancreatography procedure (ercp), with the use of a non-olympus electrosurgical unit model erbe vio300d. The setting value was not provided since the attending doctor was not available during the visit. The cutting wire broke after activating or energizing the device one to two times. The device was set on a cutting mode. The status of the tissue contacting was unknown. However, the sales representative told the user that the cutting wire often breaks under the specific situations. The situations are that the cutting wire is contacting the tissue at a point, and that the approach is performed while energization. The user basically stepped on the pedal well until the tissue is incised to some extent.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic sphincterotomy (est) using the subject device, the wire was broken off during activation. The intended procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. The broken portion was scorched and melted. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.